Manufacturer narrative:
Medical device expiration date: na. Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences related to the occurrence was observed. The picture sent by the customer was verified and it was possible observe lid missing. This occurrence is potentially related to an operational failure during packaging process. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that sharps coll ii bd 7l lid was missing. The following information was provided by the initial reporter: at receiving time, it was identified 1 unit without the lid.